Manufacturer narrative:
(B)(4).the device has been received for analysis. The tip, distal shaft, collar and hypotube was microscopically and tactilely inspected. There is an abrasion/damage in the shaft 2mm from the distal tip. The shaft is flattened/kinked 2mm from the distal tip. The tip is damaged. The markerband is also damaged as it is located within the flattening damage of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 22-nov-2017. It was reported that the collar was kinked. The 30mm long, 85% stenosed target lesion was located in the severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was used to help advance the stent but the stent still failed to cross the lesion. In addition, when the guidezilla was removed, the collar was noted to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed an abrasion near the distal tip.